Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 324 mg/dl. The caller reported that the customer had bent tubing and received two no delivery alarms. The customer was vomiting and was treated with two bags of fluids and an insulin drip. The customer was wearing the insulin pump at the time of the hospitalization, but it was removed once the insulin drip was started. Customer's father was unable to troubleshoot as he did not have the insulin pump available at the time of the call. The caller will not return the product for analysis.